Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that a leak was noticed in the bd phaseal¿ protector p14j while transferring keytruda from a vial to a syringe. The following information was provided by the initial reporter, translated from japanese: "the customer reported that leakage observed during anticancer drug preparation. During the preparation of keytruda, a leak was noticed while transferring the drug solution from a vial to a syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-aug-2023 . H6: investigation summary. One sample was provided to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. Upon inspecting the product it was noted that the needle on the protector did not properly penetrate the stopper of the vial, it was out of center which prevents the protector from securely connecting to the vial. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. Based on the sample evaluation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. H3 other text : see h10.

Event description:
It was reported that a leak was noticed in the bd phaseal¿ protector p14j while transferring keytruda from a vial to a syringe. The following information was provided by the initial reporter, translated from japanese: "the customer reported that leakage observed during anticancer drug preparation. During the preparation of keytruda, a leak was noticed while transferring the drug solution from a vial to a syringe."